Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap will not attach. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during investigation, the battery compartment threads were found to be stripped and the battery cap was not able to be secured. A test cap was unable to be secured as well. Unrelated to the original complaint, the battery compartment was observed to be cracked from the threads traveling down along the side of the bumper to the case seal.